Event description:
The customer stated that her meter had been reading high. She stated that she received a high glucose reading, took insulin, and her glucose dropped to 52 and 48 mg/dl. She went to the hospital, but no other information was provided about the incident. While troubleshooting, the customer performed control tests and had a high result of 559 mg/dl. The range is 72-104 mg/dl. The meter and strips are to be returned for evaluation, and replacment products will be sent.